Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ser plastipak 1mls tub pdr1400 plunger was found deformed and discolored to a "reddish brown" before use. The following information was provided by the initial reporter, translated from portuguese to english: "when producing liquemine with the plastipak turbeculin syringe (ref: 990189), it was notice the presence of atypical color and deformity at the end of the plunger" "the color variation was noticed before opening the package., there was no direct contact with the medicine. Color: reddish brown. Material not used. "

Event description:
It was reported that the ser plastipak 1mls tub pdr1400 plunger was found deformed and discolored to a "reddish brown" before use. The following information was provided by the initial reporter, translated from portuguese to english: "when producing liquemine with the plastipak turbeculin syringe (ref: 990189), it was notice the presence of atypical color and deformity at the end of the plunger" "the color variation was noticed before opening the package., there was no direct contact with the medicine. Color: reddish brown. Material not used. "

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-07-09 h.6. Investigation summary samples and photo of reported incident were received to analysis. In the evaluation it was possible to observe the presence of flashes in the plunger and also a color variation in the area with the flash. During the DHR and qns review, it was possible to identify that the equipment presented failures during the process and also that it was not possible to complete contain the defect in the line. The cause is directly correlated to mechanical and electrical problems in the molding machine moij-49 and the mold h-13. H3 other text : see h.10.